Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection, and successfully completed a 24 hour duration test. No power on reset events were duplicated during this time. The leak test failed with the battery compartment leak. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found.